Manufacturer narrative:
(B)(6). Device evaluated by MFR: a kink and detached were observed at the lap joint in the sheath assembly from the femoral marker to the proximal end. No other issues were found during the visual inspection. Impedance testing shows a wave form with presence of transmission line but very weak transduce. It was observed that the catheter leaked from the lap joint area when the catheter was flushed. During image characterization testing, a poor image appeared in the ilab system. Dimensional test was performed and is within specification. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 17jan2020. It was reported that dark image occurred. The target lesion was located in the coronary artery. A hd ivus jp opticross catheter was advanced for use. However, during preparation, dark image appeared. The procedure was completed with another of the same device. No patient involvement was reported. However, returned device analysis revealed sheath detached/separated.